Event description:
The customer's mother reported via phone call that the customer experienced hyperglycaemia and was hospitalized on (B)(6) 2022. Customer's blood glucose was unknown. Customer was also reported having diabetic ketoacidosis. It is unknown whether the customer was using the insulin pump within 48 hours of the high blood glucose event. Customer also stated that they were unable to complete carelink upload. The insulin pump will not return for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.